Event description:
It was reported that the patients experienced 2nd degree burns when using arctic sun device. The clinician said 2 patients experienced this and both were concurrently receiving continuous renal replacement therapy (crrt - a type of continuous hemodialysis). Clinician said since this incident, they were more cautious about using crrt and arctic sun device concurrently and tried to use blood warmer on crrt machines to manage patient temperature. Clinician mentioned that their facility has stopped using arctic sun device with extracorporeal membrane oxygenation (ECMO) patients entirely for the same concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿materials that are contacting the patient¿s intact skin are not biocompatible¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patients experienced 2nd degree burns when using arctic sun device. The clinician said 2 patients experienced this and both were concurrently receiving continuous renal replacement therapy (crrt - a type of continuous hemodialysis). Clinician said since this incident, they were more cautious about using crrt and arctic sun device concurrently and tried to use blood warmer on crrt machines to manage patient temperature. Clinician mentioned that their facility has stopped using arctic sun device with extracorporeal membrane oxygenation (ECMO) patients entirely for the same concerns.